Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The electrode was returned in two segments, severed from the terminal end, and the total length of the two segments specified. The setscrew marks were in the correct location on the terminal pin. Visual inspection showed no visible notch next to the sense b electrode. If information is provided in the future, a supplemental report will be issued.